Event description:
Olympus (omsc) was informed via repair request that the customer visera elite video system center has an image malfunction, ¿no image¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation. The repair inspection could not confirm/reproduce the customer¿s reported problem, the image tested appropriately. The repair inspection noted the locking mechanism of the video connector is defective, does not lock when scope is connected. The clock malfunction due to clock battery consumed. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported issue was found during inspection before use. The date of the event is unknown. The scheduled diagnostic procedure as completed using another device. There was no delay and no health hazards.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event description (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image could not be confirmed. Addition findings from the investigation included a battery on the printed curtit board needed replacement and broken video connector socket. The event can be prevented by following the instructions for use which state: "connect all cables correctly and completely. If the connector has a locking mechanism such as a screw, tighten it securely. Using the device with an incomplete connection may not only cause the device to malfunction, such as the image not being displayed, but may also damage it. ·do not apply excessive force to the connector. Doing so may damage the connector." Olympus will continue to monitor field performance for this device.